Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would shut down in the middle of an interrogation. The programmer could be turned back on and the interrogation completed, but the intermittent shut down was problematic. The programmer has been returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not reproduce the reported issue, however, the battery would not charge and the programmer would intermittently shut down with the dead battery. It was also noted that the programmer's power supply was not returned with the programmer. Failure analysis was performed on the battery. Visual inspection revealed no anomalies. Benchtop analysis found no light-emitting diode (led) indications. The battery was inserted into an operating programmer, the charge led flashed. When ac power was removed from the programmer the programmer shut down. The battery was attempted to be charged for 15 minutes. When ac power was removed after the attempted charging the programmer shut down again. Battery analysis indicated a critical battery failure and permanent failure. Conclusion: it was confirmed that the battery would not charge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.